Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The patient attempted external manipulation of the dislodged magnet back into place; however, it did not remain in place. In april, the surgeon successfully repositioned the dislodged magnet back into place by external manipulation; however, the magnet became dislodged again in early may (specific date no reported). Explant and reimplantation is planned but has not taken place at the time of this report.